Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that there had been a reduction in auditory performance and vocalizations as noted by teachers and by mother. Recent audiograms indicate a moderate sensorineural hearing loss in his un-implanted ear and excellent aided results with his hearing aid. When wearing his processor only, no behavioural responses to speech of narrow band noise were observed. Exchanging external equipment did not appear to improve sound awareness. Based on patient report and behaviours during programming there was no apparent loudness growth when measuring mcl. He did note itchiness and dizziness at high levels of stimulation.